Event description:
This is a report received by baxter (B)(4); it was reported that on (B)(6) 2012, a ce infusor patient control module watch was involved in an over infusion incident. At the time of the problem, it was reported that while connected to a (B)(6) male patient, the control module allowed the patient to be given a constant flow of morphine at around 4mls/per hour instead of just dosing 0.5mls every time the button was pressed. The patient became woozy and unresponsive and had to be given the morphine antidote (not reported). Update (B)(4) 2012. The following information was received from the customer: the patient recovered after receiving appropriate treatment. The infusor and patient control module were tested in the pharmacy at the facility. The patient had received a total volume of 39ml in an 8 hour period. It was found that the device delivered 0.53ml (average) of fluid when the button was pressed every six minutes but when the button was not pressed it still delivered 20ml of fluid in a 5 hour period.

Manufacturer narrative:
(B)(4). One used pcm watch was received for evaluation and the customer reported issue was confirmed. Visual inspection of the pcm noted the button was raised. Additionally, one of the corners of the backplate was opened. Cracks were also observed at the corners of the backplate. For functional test, the pcm watch was connected to an infusor. After connected to an infusor, continuous flow of fluid was observed coming out of the pcm's luer even when the button was not pushed. When a pcm that does not have a raised button and damaged backplate was connected to the same infusor, fluid was not observed coming out of the pcm's luer. Fluid was only observed when the button was pushed. Based on the evaluation finding, the reported issue was confirmed. The cause of the issue was due to a raised button and a damaged backplate. A batch review has been conducted which revealed the product met all of the acceptance criteria for release. A follow up report will be submitted if additional information becomes available. This issue is being investigated through CAPA.